Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a raised, red irritation under the electrodes. The patient's doctor advised the patient to use a water based lotion on the irritation. The patient's irritation improved with the use of the lotion.